Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. There were no allegation reported from unf. After review of medical records, patient was revised to address failed left total hip arthroplasty secondary to metal on metal reaction. Revision note reported pain, elevated ions levels, large amount of heterotopic ossification, and it was mention that there was no signs of infection. Doi: (B)(6) 2010; dor: (B)(6) 2018; (left hip) first revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.